Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements that had been trending up, as observed during a review of remote monitoring data. The rv lead pace impedance was noted to be 601 ohms in january 2020, and 1655 ohms in january 2021. These measurements are within normal specification limits. The rv lead was then subsequently determined to be fractured and was explanted and replaced approximately one year and nine months later. No additional adverse patient effects were reported.